Manufacturer narrative:
Concomitant product: 693565 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response. Also, the left ventricular (lv) lead exhibited high thresholds. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.